Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up, the confirm was unable to be interrogated. No intervention was performed yet. The patient was in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received states that the device was explanted and replaced due to premature battery depletion. The patient did not experience any complications and was stable throughout the procedure.

Manufacturer narrative:
The reported event of device unable to be interrogated was confirmed. The confirm had reached end of life and was unable to establish any bluetooth communication. Final analysis noted high current drain, and supply voltage to the circuitry was too low to power it up and the cause was suspected due to low dropout regulator. However, hybrid recovered, and current drain went back to normal range when it was tested again. Hybrid was monitored at various temperature but current was still within normal range. The cause of high current drain could not be determined.